Manufacturer narrative:
H3: product analysis: product ID# 8880828; lot# 0721420w visual and optical examination review confirms implant threads damaged. Witness marks and material deformation noted on the thru hole of the peek anterior ramp. These observations are consistent with overload of the implant. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility(uf) via a manufacturer representative regarding a spinal device used in an unknown spinal therapy. It was reported that the locking screw at the distal end of the implant was stripped, the implant could not expand and tighten. There was no patient involvement in the event and no further complications/symptoms were reported. Additional information was received from the manufacturer representative that the distal end of the driver was worn down so it wouldn't properly engage with any universal handle that we would try to pair it with and the locking mechanism on both drivers would not stay locked.